Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer found a water leak from the pump and a contaminated water reserve tank. He replaced the pump module, cleaned the reagent and sample probes and sippers, and performed general cleaning of the instrument. He checked the reagent probe tubes and performed a module decontamination. The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs elecsys result from the cobas e 801 analytical unit. The initial result was 90.05 and the repeat result from another instrument was 12.4. No unit of measure was provdied.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.